Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds causing premature battery depletion. The rv lead was inactivated and replaced. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.